Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity'), embedded device ('essure device halfway into the endometrial cavity/ embedded essure coil'), device dislocation ('on the left side the essure could be seen protruding slightly out of the tube'), pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. 740659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstruation and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy.(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2013. Received treatment pelvic pain, abdominal pain, gen. Abnormal bleed. One to 2 coils were noted jutting into the endometrial cavity there was some difficulty noted in getting the device originally placed all the way to the initial black marker as noted by the manufacturer. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , heavy bleeding .concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure device halfway into the endometrial cavity/essure , on the left side, the essure could be seen protruding slightly out of the tube. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event:abnormal bleeding (vaginal) ,menorrhagia, depression and mental anguish, migration of essure device location of device: endometrial cavity, dysmenorrhea (cramping), essure device halfway into the endometrial cavity/essure , on the left side, the essure could be seen protruding slightly out of the tube. Were added. Medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity'), embedded device ('essure device halfway into the endometrial cavity/ embedded essure coil'), device dislocation ('on the left side the essure could be seen protruding slightly out of the tube'), pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. 740659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstruation and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy.(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2013. Received treatment pelvic pain, abdominal pain, gen. Abnormal bleed. One to 2 coils were noted jutting into the endometrial cavity. There was some difficulty noted in getting the device originally placed all the way to the initial black marker as noted by the manufacturer. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , heavy bleeding .concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure device halfway into the endometrial cavity/essure, on the left side, the essure could be seen protruding slightly out of the tube. Lot number: 740659, manufacturing date: 2010/05, expiration date: 2013/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2013. Received treatment pelvic pain, abdominal pain, gen. Abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events added: abdominal pain, general abnormal bleed. Outcome of the events pelvic pain, abdominal pain, general abdominal bleed were updated to recovered/resolved. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.